Event description:
Reportedly, during the procedure, the balloon was inflated to 200cc with saline to make the space. At this point the balloon ruptured. The balloon and device were removed and a new device used. No patient injury reported.